Event description:
The device was used during a large bowel procedure. It was reported by the affiliate that once the instrument was placed on the bowel, the device was found to have no staples in it, this was noticed prior to transection, switched to another instrument. Surgery was extended by 20 minutes. Instrument will be forwarded once it has been received. Add'l info received on 2/5/97. It was clarified that no more details are available as to the pt's age.

Manufacturer narrative:
Upon receipt of the instrument, it was noted that the cartridge loaded on the instrument was fully loaded with staples. Additionally, it was noted that the cartridge was the original cartridge shipped out with the instrument. Based on this info and the info received it could not be ascertained as to why it was reported that the cartridge did not contain staples. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.